Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 22 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of osteolysis and wear of the hip liner.